Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a representative sample from the same lot number as the actual device was returned for evaluation. The product was found to be fully functional. The valve did not detach during the functional test. The complaint is not confirmed.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2014 and a reservoir was connected to a drain. The patient returned for a revision on (B)(6) 2014, the valve was suspended in the fluid inside the reservoir. The drain and reservoir were removed and the wound was cleaned. Some fluid may have accumulated inside the wound, but there was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the anti-reflux valve was found detached and inside the reservoir.